Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the implantable cardioverter defibrillator exhibited high capture threshold. Due to the rise in threshold, the multipoint pacing feature was not turned on. No intervention was performed. The patient was stable and would continue to be followed-up routinely.